Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During a cadaver lab, there were metal shavings observed while utilizing the femoral lug drill and the femoral trial component together. The surgeon also reported metal shavings when the keel punch was pinned into the tibial tray. There was no patient involvement, therefore patient information is not applicable.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: multiple devices of the same set were returned due to fragmentation of the cr/cs 6l trial. The surgeon also reported metal shavings when the keel punch was pinned into the tibial tray. Investigation conclusion: the reported issue was not confirmed. The tibial trial tray body did not exhibit any signs of damage during the visual inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
During a cadaver lab, there were metal shavings observed while utilizing the femoral lug drill and the femoral trial component together. The surgeon also reported metal shavings when the keel punch was pinned into the tibial tray. There was no patient involvement, therefore patient information is not applicable.